Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 337 (mg/dl) for 2 days. Customer administered an injection to treat their bg levels, and reverted to insulin injections for diabetes management.